Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is being return for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent down arrow button due to corroded keypad trace. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. And the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.